Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter displayed an inaccurately high result compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The patient claimed that the subject meter was reading inaccurately at 4:42pm on (B)(6) 2017 when he obtained an alleged inaccurately high blood glucose result of ¿102 mg/dl¿. The patient manages his diabetes with novolog insulin (no adjustments). He reported that he felt ¿shakiness¿ which he associated with low blood sugar, so he alleged that the result ¿could not be correct¿. He reported that he opened a new vial of test strips, tested again using the subject meter and obtained a result of ¿35 mg/dl¿. No treatment for his symptoms was specified, but the patient reported that he continued with his usual diabetes management routine, and around 2 hours later, at around 7pm on (B)(6) 2017, he administered 1 unit of novolog insulin. During troubleshooting, the cca established that the patient¿s test strips were within expiry date and had been stored correctly and the subject meter was set to the correct unit of measure. The cca walked the patient through a control solution test and the result fell outside the expected range. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. Lifescan products cannot be ruled out as a possible cause or contributor to the reported event.

Manufacturer narrative:
The test strips involved with this complaint failed testing. The reported issue was confirmed. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was also performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.